Manufacturer narrative:
The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for replacement of the therapy kit pca and patient connector assembly. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy kit pca and patient connection assembly, which was replaced and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that during the operation test, an error message was received. There was no patient involvement.